Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8106240. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in qsyte non-pvc experienced a hole in the catheter and leakage. The following information was provided by the initial reporter: it's found that there was hole on the catheter, which leaked after penetration.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in qsyte non-pvc experienced a hole in the catheter and leakage. The following information was provided by the initial reporter: it's found that there was hole on the catheter, which leaked after penetration.